Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the territory manager found no problems with the laser system and performed a successful system verification to specifications. The log file review indicated the laster was performing to specifications during the time of this pt's surgery. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection were reviewed. The pt's clinical info was limited to preoperative measurement and 1 week postoperative period. The pt presented with an ocular history positive of soft contact lens (ctl) wear, and was out of ctl one week prior to measurements and treatment. The preoperative uncorrected visual acuity (ucva), manifest refraction (mr) and best corrected visual acuity (bcva) were, 20/cf, -7.00-200x180, 20/25 and on (B) (6) 2009, the pt underwent myopia with astigmatism lasik. During the one week postoperative period the pt demonstrated similar ucvas, mrs and bcvas, with the final ones reported as 20/30, -0.75 ds and 20/25. An e-mail from the surgeon indicated that during the one month postoperative visit the right eye (od) was "somewhat overcorrected", the ucva was 20/30 and the pt "seems ok". No mr, bcva or any additional info was provided. Based on the limited info provided by the site/surgeon, this complaint has been classified as undercorrection. The term under correction, refers to an event in which the refractive outcome as measured by manifest refraction spherical equivalent (mrse), is lower in magnitude than the intended mrse. An undercorrection can occur due to product related factors or more commonly, non-product related factors. The severity of the undercorrection is determined by the magnitude as reported in the investigation. In this case the severity was determined to be marginal. In this case, the clinical info was limited to a one week post operative period, where the pt demonstrated an apparent undercorrection. At that time the postoperative refractive state may not have stabilized; therefore, providing an inaccurate measurement of the residual refractive error (1), as the usual period of healing and vision stabilization after refractive surgery is one to 3 months (2). In addition, the pt was noted as a contact lens wearer; however, there was no indication of type of contact lens, daily or extended, nor de-adaption time prior to preoperative measurements. Contact lens use has been shown to affect the natural corneal curvature and thereby the refractive stability, depending upon the duration of use and type of lens. De-adaption from a contact lens is necessary to allow the cornea and refractive state to stabilize providing an accurate measurement preoperatively (3) (4) (5) in order to develope an accurate treatment plan. Conclusion: based on the results of the investigation of product and non-product factors, the device was not found to be a contributor to the undercorrection. However, the non-product related factors mentioned above may have been contributors. (B) (4). (B) (4).

Event description:
Adverse event: undercorrection. A surgeon reports one pt with an under correction in the right eye. Surgeon has stated he does not feelnm there is any harm or injury to this pt.